Event description:
The explanted device was rec'd at med-el headquarters for investigation. The patient was reimplanted on (B)(6) 2014. No further information is available at this time.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. This is a combined initial and final report.